Event description:
It was reported patient underwent a revision procedure seven years post implantation due to pain and tibial loosening. The patient was suspected and treated for subclinical occult infection. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Medical product: persona femur cemented posterior stabilized (ps) catalog # 42500605602 lot # 62403933. Stem extension tapered cemented 14 mm diameter +30 mm length catalog # 42557000114 lot # 63094419. Persona tibia cemented stemmed catalog # 42532006402 lot # 63066334. Stem extension tapered cemented catalog # 42557000114 lot # 63094419. 2.5 mm female hex screw 25 mm length catalog # 42509902525 lot # 63120520. Headless trocar drill pin 3.2 mm diameter 75 mm length catalog # 00590102000 lot # 63154945. All poly pat ve 32 mm dia catalog # 42540200032 lot # 62805858. Multiple MDR reports were filled for this event: 0001822565-2022-02838, 3007963827-2022-00114, 0001822565-2022-02838, 0001822565-2022-01242, 0002648920-2022-00206. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates serial bone scan indicated progressive loosening of the patient¿s components, normal appearing synovial fluid, poly in excellent condition, no gross loosening of the components, tibia well fixed, the cement implant interface and the bone implant interface of the femoral component seemed to be somewhat compromised, procedure completed without further complications or significant findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. H10: h6 - component code: mechanical (g04) - stem is n/a which was reported on final report.

Event description:
No further event information available at the time of this report.